Manufacturer narrative:
Sientra complaint#: (B)(4). Patient age default to 99 as no information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Rupture, side unknown.